Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) epicardial lead implanted in the abdomen, exhibited loss of capture (loc). The patient was noted to be pacemaker dependent and experienced greater than 2 seconds of asystole. An invasive procedure was performed, a previous surgically abandoned left ventricular (lv) epicardial lead, also part of the abdominal implant, was connected to the device and also exhibited loss of capture (loc). The loc was suspected to be related to exit block or lead to tissue interface. The system was programmed vvi 40 for backup pacing and remains implanted. A new pacemaker system was implanted on the left side of the chest. No additional adverse patient effects were reported.